Event description:
The customer reported one of the pedals was loose on the footswitch and the insulation was pulled back on the hv cable set. No patient involved.

Manufacturer narrative:
The service rep verified the cable set needs to be replaced. He tightened the screws on the footswitch and replaced the cable set. The function checked and the system performed as desired. It was also reported the dicom port was not working properly. The rep could not repair; he installed a new external interface board then conducted a function check and the dicom verify worked as desired. This case is complete.